Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing threshold measurements and decreased intrinsic amplitudes secondary to dislodgement. A revision procedure was performed wherein the lead was successfully repositioned. No adverse patient effects were reported.